Event description:
As reported by the user facility: reports leaking from the red filter above the drip chamber. Reports spiked and primed in the pharmacy, drug rituxan. When got to the nursing unit the fluid was leaking form the vent, nurse did note the vent was open. Customer had discarded sample. In a follow-up call to the customer, it was confirmed that the lot number was not available.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. (B)(4). The actual device involved in the reported incident was discarded and is not available for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If additional pertinent information becomes available, a follow-up report will be filed.